Event description:
The advocate called for help with his son's meter. He alleged that he performed a control test and received a result of 245 mg/dl. The normal control range was 100-139 mg/dl. No adverse events were alleged. The advocate was unable to further troubleshoot the system since he had to go give his son his insulin. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.